Event description:
Tissue (pannus) had accumulated on the leaflets so they were not opening and closing completely. Echo looked "different" so the decision was made to explant the valve. Pt had no symptoms. A new aortic valve was implanted as well as mitral.